Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal end of the grasping surface was worn and the metal part was exposed. The part of the distal end of the grasping surface was missing. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. This type of the damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the grasping surface becomes severely worn and metal part becomes exposed due to the continued activation of output while the grasping section is closed without grasping any tissues. Then there is a possibility that the part of the distal end of the grasping surface was missing due to the repetition of this operation. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used for a laparoscopic hysterectomy. The user confirmed that the distal end of the ptfe pad was missing. The fragment of the ptfe pad couldn't be found in the patient's body. The procedure was completed by the subject device. Then a washing in the abdominal cavity was carried out, but the fragment of the ptfe pad couldn't be found. There was no patient injury reported.